Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer received voluntary medwatch (mw5148204). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged follicular lymphoma. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received voluntary medwatch (mw5148204). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged follicular lymphoma. Attempts to have the device and components returned for evaluation and investigation were unsuccessful and there is no information about the patient. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation result code, component code and conclusion code has been updated.